Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Date of event, exact date unknown. If explanted; give date: n/a (not applicable). The lens was not explanted. Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported having slightly blurred vision after implant of an intraocular lens (iol) in the right eye. The patient stated she has to wear glasses to see anything up close and intermediate as she has trouble reading. The patient also experienced seeing floaters, but they went away. There was no prior history of floaters before the iol implant. After 3 months post-operative, the patient had a laser procedure performed to remove the film off her eye. However, the patient continues to experience blurriness. At this time, the lens remains implanted. No additional information was provided to johnson & johnson surgical vision. Patient had bilateral lens implants. This report represent the lens implanted in patients right eye.